Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97791, serial# unknown, explanted: (B)(6) 2015, product type: accessory; product ID 97791, serial# unknown, explanted: (B)(6) 2015, product type: accessory. (B)(4). Analysis of the lead (serial # (B)(4)) found that the lead body conductor was broken at the anchor site. Analysis of the lead (serial # (B)(4)) found that the lead outer body insulation was melted.

Event description:
It was reported that the patient¿s leads were broken or fractured. The patient had fallen over the winter prior to the report and lost stimulation. The patient had less than 50% therapy relief. Impedance testing was performed and the patient had impedances >10,000 ohms on all electrodes on one lead. An impedance test done on the day of a replacement surgery showed the same thing. The leads were replaced due to these issues. The patient status was listed as ¿alive - no injury¿ at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.